Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site indicated the batteries remain in use.

Manufacturer narrative:
One battery charger was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since interactions between batteries and battery chargers do not generate data logs. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event of not charging could not be duplicated at the bench level. Charger was able to fully recharge batteries within 5 hours. Event details could not be confirmed. No failure detected. Six batteries were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed through log file analysis since battery chargers do not generate data logs. Analysis of the devices could not be performed since the devices were not returned for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650 / manufacturing date: 12/31/2013 / expiration date: 12/31/2014, (B)(4). Battery - (B)(4) / 1650 / manufacturing date: 12/31/2013 / expiration date: 12/31/2014, (B)(4). Battery - (B)(4) / 1650 / manufacturing date: 12/31/2013 / expiration date: 12/31/2014, (B)(4). Battery - (B)(4) / 1650 / manufacturing date: 12/31/2013 / expiration date: 12/31/2014, (B)(4). Battery - (B)(4) / 1650 / manufacturing date: 12/31/2013 / expiration date: 12/31/2014, (B)(4). Battery charger - (B)(4) / 1610jp / manufacturing date: 06/30/2013 / expiration date: 06/30/2014, (B)(4).

Event description:
It was reported that a clinician observe prolonged charging time of two batteries and one charger. The charging time increase to approximately 10 hours from 5 hours in about 2 batteries. The clinician decide to replace all six batteries and one charger, since this is a clinical trial case. There was no reported consequence or impact to the patient. No further information was provided.